Manufacturer narrative:
Patient demographics such as age, date of birth, sex and weight were not provided. The fse dispatched to the customer site did not identify any specific hardware or system malfunction capable of causing the analyzer to generate erroneous results. There is no evidence that the access accutni+3 was returned for evaluation. In conclusion, a definitive cause for this event could not be determined.

Event description:
The customer reported that a non-reproducible elevated troponin I (access accutni+3) result was generated for one patient on the laboratory's access2 immunoassay system (serial number (B)(4)). The customer indicated that the sample had been reassayed twice on the same system and results in the normal range had been generated in both instances. The initial elevated access accutni+3 result was released from the laboratory. There was no report of patient injury or change to patient treatment in association with this event. The customer reported that the primary sample was collected and tested in a lithium heparin tube which was centrifuged for ten minutes at room temperature at an undisclosed speed. The customer did not indicate any collection, processing or storage irregularities. System performance indicators (e.g. Calibration, quality control, system check) for the analyzer in question were acceptable at and around the time of this event. A beckman coulter fse (field service engineer) was dispatched to the customer site to evaluate the system.